Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed err121 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.